Manufacturer narrative:
Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to (B)(6) 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, 3008370857-12/19/2024-001-c, to address potentially affected components manufactured between august 17, 2023 through november 21, 2024.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims when rotating the dial back to the stand-by/neutral position to stop, on occasion the motor would not disengage and continued to run. No injuries were reported to have occurred as a result.